Event description:
It was reported that an occlusion alarm caused a high blood glucose level of approximately 534 mg/dl, leading the customer to visit the emergency room for diabetes-related reasons. There was no reported injury from the event. The customer had moderate ketones, which were considered dangerous by healthcare professionals. The customer was released from the ER approximately 4 days later. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.